Event description:
The facility reports a pump with a broken door. Details were not available regarding the set up of the infusion divice. Information regarding whether or not the device was in use on a patient when the problem was found was also no available and no add'l contact info was provided. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.